Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that during a surgical procedure at the user facility, the attachment was not retaining the bur. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility, the attachment was not retaining the bur. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The complaint was confirmed for the attachment by the diagnostic engineer through functional evaluation, disassembly and visual inspection. Debris in the device affected the attachment¿s components including the collet causing it to not properly load/unload a bur. Debris may affect the design function of the components and cause the described failure. Due to the age of the device and usage, it is possible that cleaning may have contributed to the failure.